Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized two times due to hyperglycemia. Customer hospitalized first time on (B)(6) 2020 and second time on (B)(6) 2020. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was treated with insulin injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer did not allege insulin pump was under delivering the insulin. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.